Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed a crack along battery compartment. Evaluation revealed keypad cover is peeling off base. The keypad cover was removed and no contamination was found under contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.